Manufacturer narrative:
The device was returned for evaluation. The investigation is in progress. A follow-up report will be provided once the investigation has been completed.

Event description:
Date of event (B)(6) 2020. Infant was being held by his mother when she called the nurse to the bedside to report that the PICC line broke off. Nnp notified immediately. Line removed safely and the length of line was verified. Site intact. Normal saline was running through line at 2cc/hr., the PICC had been in place for about 60 days. No harm came to patient because of active interventions.

Event description:
Follow up.